Event description:
The complainant is a diabetic educator who states that the glucometer elite with memory is giving lower results when compared to a laboratory method. The pt is a 12 year old insulin dependent diabetic who adjusts insulin based on the elite and laboratory results. During a recent comparison the elite gave a result of 168 mg/dl while the lab analyzing a various sample gave a result of 438 mg/dl. A request was made to return the system for evaluation.